Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after experiencing a syncopal event. A review of the device data did not identify any corresponding episodes stored in the device at the time of the event. The presenting data shows atrial fibrillation and atrial flutter with ventricular sensing. No out of range measurements were observed. The root cause of the event was not determined. Efforts to obtain additional details were unsuccessful. No additional adverse patient effects were reported.